Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was MRI tech called after speaking to pt (patient) who reports that they no longer have their pt controller and that their ins has been dead for about a year. The caller was not with the patient so further information was not available. Tss recommended pt follow up with hcp and reviewed MRI guidelines and eligibility form. Additional information was received from a patient (pt). Patient called back and stated previous information in this case. Patient hadn't used the implant because it was 'dead' and the implant never worked for them. Patient tried adjustments and the issue did not resolve. Patient needed an MRI. Caller told by patient (pt) that pt hasn't used or charged their scs system in about 3 yrs. They tried to connect to ins but are unable to. Tss reviewed need to charge up ins or work with implanting hcp to clear pt for MRI. Faxed MRI elig form to caller. Additional information was received from the patient. It was reported that the ins is not working for them. Therefore, they want to get it explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.